Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), menorrhagia ("menorrhagia"), headache ("headaches"), dyspareunia ("pain during sexual intercourse"), muscle contractions involuntary ("contractions") and perforation ("organ puncture"). The patient was treated with surgery (essure removal via hysterectomy and left laparoscopic salpingectomy on 2018). Essure was removed in 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, menorrhagia, headache, dyspareunia, muscle contractions involuntary and perforation outcome was unknown. The reporter considered dyspareunia, headache, hypersensitivity, menorrhagia, muscle contractions involuntary, pelvic pain, perforation and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), menorrhagia ("menorrhagia"), headache ("headaches"), dyspareunia ("pain during sexual intercourse"), uterine spasm ("contractions") and perforation ("organ puncture"). The patient was treated with surgery (essure removal via hysterectomy and left laparoscopic salpingectomy on 2018). Essure was removed in 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, menorrhagia, headache, dyspareunia, uterine spasm and perforation outcome was unknown. The reporter considered dyspareunia, headache, hypersensitivity, menorrhagia, pelvic pain, perforation, swelling and uterine spasm to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.